Manufacturer narrative:
(B)(4). Investigation results: a wallstent biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully deployed. Visual and tactile examination found that the inner shaft was kinked, handle was broken, and stent wires were uncrossed at one end of the stent. No other issues were identified during the product analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available, there is no evidence that the device was used in a manner inconsistent with the labeling. Use of the device may have contributed to serious injury. Although no specific patient injuries were noted within the event description, medical intervention was performed to prevent serious patient injury. Per the dfu, stent misplacement is a potential adverse event, and states as a warning ¿a stent cannot be repositioned or removed after the deployment threshold has been exceeded.¿ the noted damage to the returned device was consistent with excessive force applied to the delivery system . The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary stent was used to treat a malignant stricture in the distal common bile duct during a biliary metal stenting procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during deployment, the stainless steel handle broke suddenly. The stent was fully released but 80-90% of the stent was deployed outside of the papilla instead of the desired location. The physician removed the stent using rat tooth biopsy forceps and implanted another wallstent biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent positioning problem. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallstent biliary stent was used to treat a malignant stricture in the distal common bile duct during a biliary metal stenting procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during deployment, the stainless steel handle broke suddenly. The stent was fully released but 80-90% of the stent was deployed outside of the papilla instead of the desired location. The physician removed the stent using rat tooth biopsy forceps and implanted another wallstent biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.